Event description:
Customer reported an interlock fail error which disabled the system's ability to produce x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. However, the service representative replaced the ps2, the power signal interface and the cable between them. The system was operating as intended.